Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned to the manufacturer for analysis.

Event description:
It was reported that during an embolization procedure for a varicocele, the coil implant was noticed to be missing from the delivery system when it was in the vessel. The delivery system was removed. A second coil was selected when it was observed that the vessel was bleeding. The second coil was apparently implanted, the procedure was stopped, and the patient has a remaining varicocele. It was reported that it was not known if the bleed had occurred due to the stated malfunction. The anatomy was stated to be "not easy." An additional procedure is being considered.

Manufacturer narrative:
Based on the investigation findings and available information, the reported complaint is confirmed. The implant was found separated from the pusher and inside the dispenser hoop. As there were no burn marks on the heater coil, the implant was not detached prematurely via detachment cycle, and was likely separated due to excessive force. The cause of the excessive force could not be determined from the returned state of the device. The reported complaint describes the implant as missing from the pusher, which indicates that the implant must have been separated prior to the procedure. Since the implant was inside the dispenser hoop, it is probable that the separation occurred during removal of the device from the dispenser hoop.